Event description:
It was reported that during a should procedure using a firstpass suture passer, the suture passer broke and could no longer be used. After a 30 min surgical delay, a competitive device was used to complete the procedure. There were no patient complications reported as a result of this event.